Event description:
A sprinter legend balloon dilation catheter was been used to treat a lesion in the r-pda. The lesion had little tortuosity and calcification with 100% stenosis which was indicated as not being chronic. The device was removed from packaging per IFU with no issues noted. The device was inspected prior to use with no issues noted. No resistance was encountered when advancing the device and the device did not pass through a previously deployed stent. Negative prep was performed. It was reported the balloon initially failed to inflate during stent deployment. The volume of contrast was checked and another attempt was made to inflate the balloon. The balloon was inflated to 8atms for 20 seconds. Upon another attempt, proximal half of balloon inflated then secondarily the distal portion inflated. Several balloon inflations were completed in rpda making proximal adjustments. At the final inflation site, the proximal portion of the balloon failed to deflate. Several attempts were made to deflate the balloon without success. The balloon had to be forcefully removed through the lesion. There was a complication of vessel occlusion as a result of this event. During removal of the device, a dissection occurred. The dissection was treated with stenting. The patient is reported to be fine post procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (dissection/occlusion); (root cause of the event could not be determined); (no results available since no evaluation performed) - device or procedural images not provided for review; device not returned for evaluation. Conclusion: inherent risk of procedure (dissection/ occlusion); unable to confirm complaint (device not returned); (root cause of the event could not be determined).

Manufacturer narrative:
Evaluation - patient condition affected effectiveness of device (tortuosity, calcification with 100% stenosis). Deformation problem (necked balloon bond). Related to operational context (issue related to necked balloon bond caused during procedure). Conclusion - device failure/lack of effectiveness related to patient condition (tortuosity, calcification with 100% stenosis). Operational context contributed to event (issue related to necked balloon bond caused during procedure).

Event description:
Device evaluation: the device was returned to the manufacturing facility for evaluation. The balloon appeared to be partially inflated. There was contrast located in the balloon cones. The balloon bond was necked. The balloon could not be inflated due to the presence of contrast in the inner lumen of the device.